Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage on force sensor. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm and insulin squirted out during manual prime. Customer's blood glucose was 12 mmol/l. Customer was disconnected during prime. The pump was not dropped or bumped. The drive support cap does not appear to be damaged. The insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.